Event description:
During CT scan, the patient became disconnected from ventilator. Ventilator does not have built in alarm system. Patient found apneic and in asystole. Resuscitative measures initiated and successful. External alarm installeddevice not labeled for single use. Patient medical status prior to event: unknown. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability. No imminent hazard to public health claimed. Device not used as labeled/indended.device was evaluated after the event. Method of evaluation: actual device involved in incident was evaluated, visual examination. Results of evaluation: storage/shipment, unanticipated long term complication of procedure, other. Conclusion: user error contributed to event. Certainty of device as cause of or contributor to event: yes. Corrective actions: device use continued with restrictions/limitations, user education provided. Invalid data - on device destroyed/disposed of status.